Manufacturer narrative:
Investigation: accordingly, we would like to give a summary of our results regarding the reported issue. The evaluation results: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer "both light leds are illuminated weakly" was confirmed, and further defects were detected. In total the following defects were detected: 1.led lights weakly 2.led flickers 3.blade is damaged 4.adhesive joints on the camera head are worn and leaking 5.housing is visually worn 6.cover is visually worn 7.plug is worn 8.dots in the image 9.leaking between plug and cover as already mentioned, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the cause of the described fault is wear of the adhesive on the tip of the c-mac blade, caused by wear during use and reprocessing. The wear of the adhesive can allow liquid to penetrate the blade, which affects the electronics and can lead to a led fault. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the two light leds are dimly lit. No negative impact in state of health reported.